Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net on (B)(6) 2020. Upon investigating a few stored electrogram episodes, the implantable cardioverter-defibrillator was noted with intermittent undersensing ventricular events. No new merlin. Net transmissions had came through since the (B)(6) 2020 transmission. No changes were made. The patient was stable.